Event description:
Caller reported a tandem mobi cartridge alarm, which caused the customer's blood glucose levels to exceed safe thresholds, though specific values were not provided other than "high." The customer addressed the high blood glucose levels by administering a correction bolus using the pump. Technical support confirmed the cartridge alarm 34, determined that the pump was still under warranty, and arranged to send a replacement pump. The caller was advised to put the malfunctioning pump into storage mode before returning it to tandem and was given instructions on steps to take upon receiving the replacement pump. The caller confirmed understanding and agreed to return the problematic pump within 10 days.